Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented with chest pain, sweating and shortness of breath. The right ventricular (rv) lead was oversensing and exhibiting high thresholds. A chest x-ray confirmed there was no dislodgement. A high number of interventricular pacing intervals were also observed. The lead was reported to have fractured and the patient received inappropriate therapy. A chest x-ray did not confirm a lead fracture. The lead was explanted and replaced. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The setscrew marks on the connector pin were too proximal. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage. The analyst commented that the helix was bent but operated within specification. There are two sets of setscrew marks on the is-1 pin. One set of setscrew marks is too proximal and one set is in the correct position. It cannot be determined when but the lead was not fully inserted into the device at some point in time. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.